Manufacturer narrative:
This device was returned for service for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device would not rotate and had a hole in the hose near the muffler. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to pulling the device around by the hose, which is misuse, abuse and/or user error. It was determined that the device had no rotation due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device did not rotate and had a hole in the hose near the muffler. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.